Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the monopolar curved scissors (mcs) instrument's blades did not close. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly several times. The monopolar energy cord was connected to an in-house generator and passed recognition as an energy device. The instrument was fully functional. The scissor blades were tinged and showed signs of usage. No product issue was identified. It is possible the wrong part was returned for this complaint. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.